Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-06454. It was reported that the patient experienced high impedance on the t12 and l1 vertebral level leads. Surgical intervention occurred on (B)(6) 2019 to explant and replace the t12 and l1 vertebral level leads. Surgery addressed the issue.